Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause unknown. Customer declined further troubleshooting for the issue with tandem technical support. Recommendation was made to consult with a healthcare provider regarding diabetes management.